Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr850afu respiratory humidifier stopped working while being used on a patient, who was allegedly "in respiratory distress". The humidifier went off without giving any alarm; however, the hospital confirmed that an alarm sounded on a ventilator.

Manufacturer narrative:
(B)(4). Method: the complaint mr850afu respiratory humidifier was returned to fph service centre in (B)(4) for inspection. The humidifier was tested for functionality. Results: the returned humidifier did not power on when plugged into the mains supply, confirming the reported fault. Further inspection revealed that a fuse on the pcb board was open circuit. A lot check revealed one other complaint of this nature for lot number 071018. Conclusion: the fault observed by the hospital is most likely due to an open circuit fuse on the pcb board; however, we are unable to determine what caused the fuse to become faulty. A fuse is a safety feature on the mr850 pcb board which is designed to prevent the flow of excessive electrical current to the unit due to power surges, power spikes and other electrical disturbances. If the humidifier receives an excessive electrical current, the fuse will become open circuit and would prevent the humidifier from powering on. The defective fuse has since been fitted on the pcb board of the subject humidifier and the device returned to the hospital.